Manufacturer narrative:
This report is submitted on december 6, 2019.

Event description:
Per the surgeon, the patient experienced auditory "clicking" with and without device use. Subsequently, despite the patient receiving good benefit from the implant, the device was electively explanted on (B)(6)2019. There are currently no plans to reimplant the patient.